Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. No obvious signs of use were observed. Visual analysis revealed that the guide wire was kinked towards the distal end. Microscopic analysis confirmed the kink and also revealed an offset coil on the j-bend. Despite this, the j-bend still retained its intended shape. It was also noted that the distal end proximal welds were spherical and intact. The kink on the guide wire measured 33mm from the distal weld. The offset coil measured 11mm from the distal weld. The total length of the guide wire measured 17 15/16" which is within the specification limits of 17 11/16"-18 1/16" per the guide wire graphic. The guide wire outer diameter measured .0205" which is within the specification limits of .0200"-.0210" per the guide wire graphic. The guide wire was inserted through the returned catheter. Minor resistance was encountered at the kinks; however, the guide wire was able to pass completely through the catheter. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked and also contained an offset coil. Despite this, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.